Event description:
It was reported that a pt underwent an umbilical hernia repair on (B) (6) 2009. During the procedure for a defect which was one half inch in size, a 4.3 x 4.3 piece of mesh was placed through the defect, and sutured circumferentially to the fascia. On (B) (6) 2010, the pt experienced cramping. On (B) (6) 2010, the pt underwent an exploratory laparotomy for adhesions.

Manufacturer narrative:
(B) (4). Cramping . (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.